Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. An examination of the returned devices was not possible. The returned product was scrapped in error, instead of being delivered to the postmarket surveillance lab. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports : this report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-03897).

Event description:
It was reported that during a trauma femoral nailing procedure, upon attempted implantation, the nail continually disengaged and slipped off the jig. A second nail was attempted with the same results. Eventually, the threads were stripped and neither nail was implanted. A different nail system was utilized to complete the procedure after a twenty-five (25) minute delay to the procedure. No patient consequences were reported as a result of the malfunction.